Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Product ID: 3889-28, lot# v855093, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient started to have a return of symptoms about four months ago or longer. It was noted that the patient would take two steps and urine would come flowing out from the time she had the urge and everything would be soaking wet. The patient¿s trial worked fine and worked in the office, but the patient never had 50% relief from therapy. It was indicated that when the patient would get out of the car and take one step, she would be drenched. It was difficult to have therapy work for the patient and she wanted to have the device removed. The patient¿s daughter had tried changing programs and settings and it had not helped. The patient was very disappointed and stated that the implant had disrupted her life. It was noted that the patient had glaucoma and was unable to see properly. Additional information received reported that the patient¿s physician noted no cause for the event. It was noted that the patient was reprogrammed multiple times with the programmer and an explant will be scheduled due to unexpected results or outcome. The patient did not require hospitalization and patient outcome was noted as no injury, non-serious illness injury, and patient recovered without sequelae. Additional information has been requested, and when available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).